Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets fell off events on 03-june-2024.the events occurred within 2 days of use.the blood glucose level was 503 mg/dl at the time of event. No further information was available.